Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address chronic dislocation and staph epi infection. Shoulder was converted to cta head hemi. Original surgery for post traumatic fracture was on (B)(6) 2016, revised on (B)(6) 2017. Doi: (B)(6) 2017; doi: (B)(6) 2016 (metaglene, humeral stem, 1 locking screw, 2 locking screws). Dor: (B)(6) 2021; left shoulder.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the DHR analysis performed for batch 5289144/ product code 130742203 did not reveal any anomalies that could be related to the issue reported on the complaint. 50 parts were manufactured per specification. This batch was manufactured in march 2017.